Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the cause was not resolved. The rep reported they tried one device reset but was unable to jumpstart ins so a second device reset was required. Patient stated they did not have time to do this currently with her work schedule so will re-schedule with rep when she's available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was discharged due to recharge burden/lengthy charge time, and a poor connection with ins. The rep said that upon palpation, the ins battery settled crooked in the pocket and was causing the patient pain. The rep stated that the patient would like a replacement system. The rep planned to meet with the patient next week to perform a device reset, and they notified the physician. It was noted that the issue was not resolved at the time of the report and it was unknown if surgical intervention was planned. No further complications were reported.